Event description:
The son of the user reported that the user has tilted forward in their wheelchair. Contact with the customer revealed that the customer was placing pillows in the chair causing them to lean forward in the chair. The uneven weight distribution in the chair caused the chair to flip forward. No injury was associated with this complaint. The owner's manual, chapter 3, instructs users not to use pillows in their chair for support as this will alter the center of gravity and the stability of the chair.